Event description:
According to the reporter, during a laparoscopic total gastrectomy, for the 8th firing of the functional end-to-end anastomosis of esophagus and jejunum, at the closure of entry hole, the surgeon started firing the device, however the firing was stopped on the halfway. The procedure was completed with another device. The status of the patient is no problem.